Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months after implant, the implantable cardiac monitor (icm) was unable to be interrogated. A potential sensing issue was noted. A chest x-ray revealed that the device remains in the patient. No patient complications have been reported as a result of this event.